Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that needle deployment and suture retrieval were successful. However, because the entire suture containing the knot was not returned with the device, the reported suture break could not be confirmed and a definitive cause could not be identified. The reported mild calcification in the artery may have contributed to the suture break; however, this could not be confirmed. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no product deficiency was identified.

Event description:
It was reported that an arteriotomy closure of a mildly calcified, non tortuous right common femoral artery was attempted using a perclose proglide device after a cardiac catheterization diagnostic procedure. Reportedly, resistance was felt when inserting the device. The device was removed and a second proglide device was deployed. During deployment of the second proglide device, a suture break occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.